Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 42; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 42 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be defective cpu board. Cpu board was replaced was replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.